Event description:
Insufflation tubing disconnecting at grey end (distal end - connector to machine) causing loss of abdominal insufflation, disrupting view during procedure. Will not reconnect and seal. Continues to lose pressure despite multiple reattachment attempts. Connection to trocar end also becomes disconnected when maneuvering telescope through the trocar. Connectors at both ends of insufflation tubing are lacking adequate connection.loss of insufflation disrupted surgeon's view during hernia repair. Multiple reinsufflation attempts extended procedure. Fortunately, there was no bleeding at the time, but loss of insufflation at a more critical juncture of the procedure could have resulted in opening the patient. We believe this is a safety issue requiring immediate resolution.

Event description:
Insufflation tubing disconnecting at grey end (distal end - connector to machine) causing loss of abdominal insufflation, disrupting view during procedure. Will not reconnect and seal. Continues to lose pressure despite multiple reattachment attempts. Connection to trocar end also becomes disconnected when maneuvering telescope through the trocar. Connectors at both ends of insufflation tubing are lacking adequate connection.loss of insufflation disrupted surgeon's view during hernia repair. Multiple reinsufflation attempts extended procedure. Fortunately, there was no bleeding at the time, but loss of insufflation at a more critical juncture of the procedure could have resulted in opening the patient. We believe this is a safety issue requiring immediate resolution.